Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was reproduced. System error 105 was confirmed and caused by a loose pump side pole clamp adaptor screw that had become lodged in between the camshaft, fingers, and valves. This prevented the camshaft from rotating and causing the motor to seize. The failed motor assembly and pole clamp adaptor screws were replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed system error 105. There was no patient involvement.